Event description:
Additional information received noted that revision was scheduled (B)(6). Additional information received noted that the patient decided to get new battery this past friday ((B)(6) 2013). It was unknown how the patient was doing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was charging the device more than expected. It was noted that the patient was currently charging "about 1, sometimes 2 times a day." It was noted that her last few recharge sessions support daily and sometimes twice daily charge sessions which get the implantable neurostimulator (ins) three fourths or full. It was further noted that at the appointment on the day of report the ins was one fourth full. It was noted that the "a1 impedance was 206 ohms" and that 4 anodes and 4 cathodes were programmed with a pulse rate of 600 but the amplitude was between 2 and 3 volts. It was further noted that the patient had to increase amplitude 4 volts when the problem began. It was noted that things began to change around 3-4 months ago. It was noted that before this she was recharging about one time a week. It was noted that over the last 2 weeks it had increased to sometimes twice a day. It was further noted the electrode impedance looked ¿okay.¿ it was further noted that when the patient would lay down, the stimulation was ¿real low.¿ it was further noted that the patient was unable to lay down on the day of report for an impedance check. It was further noted that the patient was not programmed with more electrodes 3-4 months ago. Additional information received reported the revision was planned, but had not yet been scheduled.

Event description:
Further follow up information received reported that the root cause of the issue was unknown. The explanted implantable neurostimulator (ins) was keep by the hospital facility and was unavailable to return to the manufacturer for analysis. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead. (B)(4).